Event description:
The access tip was damaged. There was little effusion during the drainage. Even the valve was changed on it. But when there was a change from 500ml bottle to 1000ml bottles, everything was fine again. Please clarify reported issue damaged access tip; was it the access tip that was cracked? Yes. Was the issue identified before use and the product discarded or did they identify during use? During use. The use was stopped immediately because the drainage did not work. Where is the catheter located? Abdomen or chest? Chest. Is there a photo or sample available showing the reported issue? No. What was the impact to the patient? No impact.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lots 0001363491 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. B)(4).

Event description:
The access tip was damaged. There was little effusion during the drainage. Even the valve was changed on it. But when there was a change from 500ml bottle to 1000ml bottles, everything was fine again. Please clarify reported issue damaged access tip; was it the access tip that was cracked? Yes. Was the issue identified before use and the product discarded or did they identify during use? During use. The use was stopped immediately because the drainage did not work. Where is the catheter located? Abdomen or chest? Chest. Is there a photo or sample available showing the reported issue? No. What was the impact to the patient? No impact.